Manufacturer narrative:
(B)(4). The certificate of conformance for lot 240816 was reviewed as part of this complaint investigation. No manufacturing issues were found. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The certificate of conformance was reviewed with no relevant findings. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that regarding application of device, it failed when securing for the first time. It was applied correctly, secured, the turn key rotated until tight. The device clicked several times made a snapping sound and went loose. A second device was then used incorrectly and a third used with desired outcome.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that regarding application of device, it failed when securing for the first time. It was applied correctly, secured, the turn key rotated until tight. The device clicked several times made a snapping sound and went loose. A second device was then used incorrectly and a third used with desired outcome.